Manufacturer narrative:
H3, h6: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found bubbled downstream occlusion (dso) seal. Functional test was performed. Pump was tested for flow accuracy 3 times and passed all 3 tests. Preventative service and secondary repairs included dso seal replacement. The reported issue of volumetric precision test out of tolerance could not be replicated.

Event description:
It was reported that there was a volumetric precision test out of tolerance. The problem occurred in the atelier, during annual maintenance. There was no patient involvement.